Event description:
It was reported that the pump exhibited a red screen error 45630. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis. Visual inspection showed a degraded dso seal. The tamper seal was not broken. The event history log (ehl) was reviewed. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventive maintenance was performed and the motor and main board were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.